Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The customer reported that the 400-2100, macrolyte dispersive electrode was being used on (B)(6) 2025 during a spinal stenosis and there was a ¿suspected bovie burn. Upon initial patient assessment, circulating rn noted what appeared to be a burn. Suspect that this is from the bovie pad that was placed during stage 1 procedure monday (B)(6). Dr. Xxx was notified and wound dressed with silvadene cream.¿ per further assessment it was reported that the degree of burn is not known. The procedure was completed. Patient discharged on (B)(6) 2025. It is not known if there was medical/surgical intervention or an extended hospitalization due to this event. This report is being raised due to the reported injury of the patient receiving a burn of unknown degree.

Manufacturer narrative:
Correction to b5 manufacturer narrative: the device has not been returned to date and no photographic evidence was provided. Therefore, the reported event can not be verified. If the device is returned at a later date, the investigation may be updated and reanalyzed. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 34 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised the following: prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. Macrolyte dispersive electrodes are for use with various patient populations providing there is sufficient surface area to ensure full contact of the pad with the patient¿s skin. Failure to achieve good skin contact by the entire adhesive surface may result in electrosurgical burns or poor electrosurgical performance. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the 400-2100, macrolyte dispersive electrode was being used on (B)(6) 2025 during a spinal stenosis and there was a ¿suspected bovie burn. Upon initial patient assessment, circulating rn noted what appeared to be a burn. Suspect that this is from the bovie pad that was placed during stage 1 procedure monday 5/12. Dr. Xxx was notified and wound dressed in silvadene cream.¿ per further assessment it was reported that the degree of burn is not known. The procedure was completed. Patient discharged on 5/17/25. This report is being raised due to the reported injury of the patient receiving a burn of unknown degree.